Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000120204.

Event description:
Related manufacturer reference number: 3006705815-2024-02434. It was reported that the patient's ipg is reaching end of life and they are experiencing ineffective therapy. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.